Event description:
The customer reported that the 9900 system had a communication failure. No pt injury was reported.

Manufacturer narrative:
The MFR's service rep performed an on-site investigation and was unable to duplicate the reported problem. The fluoro functions board was replaced, the calibration files were reloaded and the monitor voltage was adjusted. The system was tested and operates as intended.